Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated did not recall the name of their physician and want to see if they need it to be removed. The patient indicated that they were none circumstanced that lead to the shift/move , it just started sticking out at various times, making it itchy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported that they had not notified their physician and did not remember their physician's name, but noted it was uncomfortable. When asked the circumstances that led to the ins shifting/moving and sticking out they responded nothing, it had been years since it was put in. No steps had been taken to resolve the issue as they did not remember the physician's name. They noted that it had not been resolved, but they wanted to fix it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient noticed that the stimulator ¿moves and shifts and sticks out¿. They also mentioned it was itchy. This did not happen all the time/was off and on. The issues started about 2 years ago. The patient did not have a managing healthcare professional (hcp) so they were sent physician listings. There were no further complications reported or anticipated.